Event description:
While the system was in the subtraction mode, the acquired images result would overlay on an image from a previous case blocking the view of the contrast injected images. The touchscreen would intermittently lock up, and the auto contrast and brightness functions had to be done manually. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.